Event description:
It was reported that a power alert occurred while pump battery was charging. Customer continued charging to resolve the issue. Customer reported pump settings were deleted after pump software was updated. Customer reentered settings to resolve the issue and continued pump therapy. Customer's blood glucose was 108 mg/dl.